Event description:
It was reported that during the unk surgery, staples cannot be fully depressed when installed, resulting in improper installation .changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2024 d4: batch # 163c08 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60w reload was returned unfired with the reload pan partially dislodged from the right proximal side. No functional test was performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review a manufacturing record evaluation was performed for the finished device batch number 163c08, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide more details for ""staples cannot be fully depressed when installed""? -the reload could not be installed into the jaw.